Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is infection (unknown onset).

Event description:
Patient reported a right side "an infection ". Patient reported "need plastic surgery to have the wound closed" that is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.1, d.2, d.4, d6a, d.6b, g.1, g.2, g.4, h.6.

Event description:
Patient representative later reported "increased risk for developing bia-alcl," "pain and suffering."